Manufacturer narrative:
Other # field is populated with the UDI number. Date of event: (B)(6) 2014.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.

Event description:
A report was received that the patient's ipg was non-functional. The patient will undergo an explant procedure.